Event description:
The distributor reported that the keypad buttons do not respond.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the bolus button was difficult to push and that the pump was unresponsive to bolus button presses. The pump was responsive to all other keypad button presses. There was no visible damage to the keypad.